Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0qrep, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for cervical/neck and spinal pain. Information was reported that the patient is complaining of battery site pain. She feels like the corner of the battery closet to her midline is sticking up and causing pain. The rep also attempted reprogramming the device and the occipital leads are not helping like they did in the trial. The issue was not resolved at the time of the report. No further complications were reported. Additional information received on (B)(6) 2018, from the health care provider (hcp) via a manufacturer representative reported that the cause was unknown. Additional information from the manufacturer representative on (B)(6) 2018 asked about a myelogram and noted that it was being done with CT. No further complications were reported.